Event description:
A pt was tested using the group b strep assay lot number 690445. The perston reporting the incident believes but is not certain that the sample was obtained just prior to delivery of the infant. A duplicate specimen obtained at the same time was used to streak a culture plate. The result of the assay was negative. The culture result was positive for group b strep. The culture was confirmed with a strep typing kit, MFR unknown. The infant was very sick upon delivery and subsequently died. A blood culture from the infant was performed and the results were negative for group b strep. It was later determined that the infant died from asphyxia. No sample or kit was received from the customer for testing; therefore, the complaint for culture positive. Negative could not be evaluated. Testing was performed at co using an in-house kit of the same lot number.